Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient needing an impella 5.0 device for mechanical circulatory support due to cardiomyopathy. While on support the patient experienced some blood loss requiring heparin to be discontinued. Red blood cells were transfused to manage the complication. The patient¿s partial thromboplastin time (ptt) was elevated. It was reported that the purge solution was changed to sodium bicarbonate. In addition, a transvenous pacemaker was implanted due to temporary bradycardia following the impella 5.0 insertion. The patient remained on impella support, was successfully weaned and the device explanted.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.